Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed the right button was intermittent causing a hand piece error. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up for a hip case, the buttons of the motor drive unit were not working. The malfunction was solved with no delays or patient harm using a back up device. Results of investigation have concluded that this unit presented a handpiece error caused by the right button been unresponsive at times which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.